Event description:
Catheter in place only 1 day. V-cath ml IV catheter not infusing. Nurse unable to clear line, called md. Orders to discontinue IV catheter. No real resistance noted, but catheter snapped in 2. Md called. Pt to ER for ultrasound, found catheter tip surrounded in a clot in pt's left arm. Had outpatient surgery to remove catheter (10 cm left in arm-removed. IV insterted one day earlier without difficulty).